Manufacturer narrative:
Upon reception: - the subject tablet was able to communicate via bluetooth low energy (ble) with microport alizea ble pacemaker. - the subject tablet was unable to pair with the printer despite detecting its presence. The root cause could not be identified the subject tablet will follow the normal workflow of repair and will return to the field (re-ghosted and smartview version 3.18 installed). This case is retained and utilized for trend purposes.

Event description:
Reportedly, the bluetooth is not working and does not recognize devices ( printer, smart ECG).

Event description:
Reportedly, the bluetooth is not working and does not recognize devices ( printer, smart ECG).

Manufacturer narrative:
The complaint fault is partially confirmed at return. The tablet is capable of interrogating a reference alizeable contrary to what the complaint indicates, however, as the complaint still indicates, after 5 minutes of trying, it cannot pair with a reference woosim printer even though it detects its presence. An r&d analysis is requested to determine the root cause.